Event description:
It was reported that a strut fracture occurred.The 2.50 x 24mm Synergy XD drug-eluting stent was selected for use. During the coronary angioplasty procedure, it was not possible to implant the stent, as the strut fractured while it was being advanced through the calcified descending artery. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.It was further reported that the target lesion was 75% stenosed, moderately tortuous and moderately calcified.